Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No pump error 2 alarm during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a interprocessor communication error alarm during sleeping. The customer did not wish to troubleshoot after hearing the error reason and resolution. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.